Manufacturer narrative:
(B)(4). Date of initial report: 08/29/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the patient's tissue and not opening properly. The customer also stated that the knife blade was protruding slightly from the jaw. There was no injury to the patient.